Manufacturer narrative:
One medfusion® 3500 infusion syringe pump was returned for investigation. Visual inspection found that the returned device was in poor condition; the top case was chipped and cracked and the bottom case was cracked. A review of the device event history log found that a check clutch error had occurred. During functional occlusion tests, the check clutch error was able to be duplicated. Investigation determined that the root cause of the check clutch error was due normal wear of the device clutch halves. The device clutch right and left halves were replaced. Additionally the leadscrew and spring were replaced as a preventative measure. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported the medfusion® 3500 v5 syringe infusion system experienced a check clutch error alert. No patient adverse health outcome or injury was reported.